Event description:
As reported: "after administering anesthesia to the patient, it was discovered that there was a shortage of instruments due to an arrangement error. The patient was once awakened from the anesthesia to await the arrival of the instruments, and the surgery was performed approximately four hours late."

Manufacturer narrative:
Correction: please refer to section h6 conclusion code. The reported event could not be confirmed, since no evidence or specific details were available which presents what was ordered by whom and which date. As per further details received in the event description ¿¿after administering anesthesia to the patient, it was discovered that there was a shortage of instruments due to an arrangement error¿¿. However, the IFU instructs to check before surgery and clearly points out as a pre-operative step as following ¿ensure that all components needed for the operation are available in the operation theatre¿. Thus, it has been classified as user-customer-deviation from surgical technique. If this had been checked prior to the start of surgery, it would have been noticed at that time, when the patient was not yet under anesthesia, and consequently would not have led to the start of surgery without having the required article available and finally not resulted in a prolongation of the surgical procedure due to missing instrument. Thus, it is clearly beyond the manufacturers control and finally, it was confirmed that ¿not a product defect¿ is present. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
As reported: "after administering anesthesia to the patient, it was discovered that there was a shortage of instruments due to an arrangement error. The patient was once awakened from the anesthesia to await the arrival of the instruments, and the surgery was performed approximately four hours late."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.